Manufacturer narrative:
(B)(4). Conclusion not yet available, sample analysis in process.

Event description:
Customer reports that the flange on the trach popped off of the outer cannula as they were inserting the trach into patient. Customer states there was no patient harm, but it was necessary to use a second trach on the patient.